Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic lobectomy procedure, while on dissection and stapling of the bronchus, the device made a noise but did not fire. A new reload and handle was used to complete the case. There was no patient injury.